Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the physician attempted to perform the gastrojejunostomy anastomosis part in a open roux-en-y procedure, the handle was squeezed fully but the staples came out unformed and fell into the lumen cavity. The device was partially fired, the donut was incomplete and the knife blade still cut the internal lumen of the jejunum. To resolve the issue, extra stomach tissue was resected in order to perform a new pustring. A new device was used to extract all the tissue and complete the anastomosis. The fallen component were retrieved with a clamp. It was noted that hours after the procedure, the patient suffered great blood loss from unspecified reasons. Because of this the patient had to under went a second procedure. Hemostats were applied, ten blood units were supplied and the blood loss stopped. The operation was also extended for more than thirty minutes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the physician attempted to perform the gastrojejunostomy anastomosis part in an open roux-en-y procedure, the handle was squeezed fully but the staples came out unformed and fell into the lumen cavity. The device was partially fired, the donut was incomplete, and the knife blade still cut the internal lumen of the jejunum. To resolve the issue, extra stomach tissue was resected in order to perform a new pustring. A new device was used to extract all the tissue and complete the anastomosis. The fallen component were retrieved with a clamp. It was noted that the patient suffered great blood loss and ten blood units were supplied during the second procedure. The operation was also extended for more than thirty minutes.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that a component disengaged from the device into the surgical cavity and the donut formed poorly or was missing completely after firing. The staples did not form as expected and staples were missing from the staple line after firing. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.